Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. The patient planned to contact their nurse in regards to the alarm and any missed therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.